Event description:
Additional information was received that post sensed t- wave oversensing was observed on the device.

Event description:
During remote follow up, post paced t wave oversensing and fusion were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.